Event description:
Reporter stated that in testing back-to-back, using thr same fingerstick, she received blood glucose results of 444 and 168 mg/dl, respectively. Reporter also stated in a meter-to-doctor's meter blood glucose reading (both suresteps) the point difference was only a few points. Control solution tests were 122, 123 (96-143) mg/dl. Reporter was not experiencing any symptoms.